Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. The customer's blood glucose level was 440 mg/dl. Customer reverted to an alternate method of insulin therapy.